Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to not be working. The system and central processing unit board assemblies required replacement to address the issue; however, no repairs will be performed as the device will be scrapped.